Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has gastrointestinal issues and the blood glucose had increased when it happened. The caller stated that nothing is wrong with the device. The wife stated that the ambulance came and pick him up. Reviewed the delivery of the insulin pump and it was working. Checked the alarm history and no alarms found. No further information was provided.